Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [30 mg/ml] at a dose of 7.988 mg/day and clonidine [320 mcg/ml] at a dose of 85.2 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on 2017-jul-07 that a motor stall was seen at initial interrogation and was active with a ¿stopped pump period may exceed tube set¿ message in the event logs. The date of the event was (B)(6) 2017. The patient did not recently have an MRI (magnetic resonance imaging). No symptoms or complications related to the motor stall were reported. It was noted that the patient was hospitalized and intubated at the time due to acute respiratory distress failure that was unrelated to the pump and that the patient may have been sedated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-18. It was reported that replacement was not planned as the patient was considering their options. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-17. It was reported that the hcp contacted technical support as actions/interventions taken to resolve the motor stall. It was indicated that the cause of the motor stall was not determined and noted that it occurred while the patient was inpatient in a different health care system. The motor stall had not been resolved. The weight of the patient at the time of the event was (B)(6) lbs. No further complications were reported.